Manufacturer narrative:
Retainer = missing. The pump was returned for cosmetic damage located on the belt clip rails found on (B)(6) 2021. The pump was received with missing retainer and partially broken reservoir tube lip. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer and partially broken reservoir tube lip. The following were noted during physical inspection: partially broken reservoir tube lip, missing retainer, scratched case, battery compartment cracked at the corner of the belt clip rails, pillowing keypad overlay, and missing reservoir tube o-ring. Cosmetic damage on the belt clip rails was not confirmed, however, missing retainer, partially broken reservoir tube lip, and battery compartment cracked at the corner of the belt clip rails are confirmed. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a damaged clip rails. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.